Manufacturer narrative:
A johnson & johnson (j&j) application support manager (asm) visited the site location. The center director at the site informed the asm the site location had changed the post op regimen for laser vision patients and most recently had the vents cleaned. In addition, replaced sterilizers and added a room purifier. Since the change, there has been no more occurrences of dlk. The asm provided surgery support and training awareness. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) in the left eye (os) at post treatment. The patient¿s comments were of blurred vision on os. The topical steroid dosage was increased and oral steroid (medrol and pred forte) was prescribed. A flap lift and rinse may be required if symptoms do not improve. It was stated that the patient had no loss of best corrected visual acuity (bcva) and the symptoms are not interfering with daily activities. Bcva from (B)(6) 2019 right eye pre-op 20/20 -.50 x -2.50 x 17, left eye pre-op 20/20 -.50 x -3.50 x 166.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.